Event description:
(B)(4). I had my ensure put in around (b)(64) 2008. I started having a lot of side effects. Headaches, missed periods ,vert tired all the time, depressed, weight gain, unable to loss weight numbness all over hands, legs, feet, inches skin every where, low vital and low vitamin levels d and b complex on (B)(6) 2011 I had cancer hodgkin lymphoma stage 2. Then when I was trying to recover from that a lot of other problems started coming on a lot worse. Pain cramping warp stabbing pains, low back pain, hot and sweaty all the time, fatigue after doing anything like showers brushing teeth. Dental problems im only (B)(6) and feel like a (B)(6) woman.